Manufacturer narrative:
The device was returned to olympus for inspection the following reportable malfunction was identified during the device evaluation: watertightness was lost. A root cause could not be identified. Based on the results of the investigation, due to the damage on the cable unit the water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation water tightness was lost in the subject device. There were no reports of patient involvement.